Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has issue. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging cough and losing voice and also alleged visualization of particles. There was no report of medical intervention. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacturer is unable to address the complaint or symptoms and found no evidence of sound abatement foam degradation or breakdown. The external investigation showed that there was contamination on the top enclosure as well as on the bottom enclosure. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The internal investigation showed that there was contamination on the inside of the bottom enclosure. It was also noted that there was an unknown dust contaminate in the blower fan. Manufacturer was unable to directly address any symptoms and cannot confirm the complaint of chemical smell; no odor was detected. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings were observed which include contamination on the outside top enclosure, outside bottom enclosure and inside bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Contact office,evaluation method code, evaluation results code, component code and conclusion code grid has been updated.